Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they insulin pump had motor error alarm. Customer's blood glucose value was unknown. Customer stated that they insulin pump received unexplained no delivery alert. Customer stated that the insulin pump cracked on the screen and battery casing was cracked. The device will not be returned for analysis.